Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained. An ocd field engineer identified suboptimal performance in several analyzer subsystems of the vitros eciq system. Appropriate repair and adjustments were performed to the signal reagent, well wash, and reagent metering subsystems. Performance testing following service verified that the equipment was returned to expected operation. The vitros trop I es reagent did not malfunction. The most likely root cause of the event is instrument related.

Event description:
The customer obtained a non-reproducible, higher than expected vitros troponin I es result for a single patient sample (patient result = 0.193 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected trop I es patient result was not reported to the clinician (reported result was < 0.012 ng/ml). There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint number (B)(4).